Manufacturer narrative:
Section d6a: date of implant not applicable to device. Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of driveline power fault alarms. The reported driveline power fault alarms are addressed under the modular cable investigation. Additional information stated that there have been no issues since the system controller and modular cable were exchanged. The system controller event log files were reviewed, and relevant timestamps spanned approximately 1 day (11:43:03 on 30jun2025 to 08:08:57 on 01jul2025). At 04:24:51 on 01jul2025, a driveline power fault alarm activated, associated with a power a broken fault due to the current on the power a line dropping below the acceptable threshold. The driveline power fault alarm resolved as the driveline was disconnected at 08:07:02 on 01jul2025, and the controller was shut down at 08:08:57. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. There were no functional issues identified with the returned system controller. Incidental findings: superficial jacket damage on black power cable, fluid ingress in power cables the relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review due to active driveline power fault alarms. The log captured driveline power fault alarms that began at 4:24 am on (B)(6) 2025. It was advised that the system controller and modular cable be exchanged. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended. The system controller and modular cable were exchanged which had resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.